Event description:
According to the complaint, discrepancies exist between the value of results for the crp parameter on the aqt90 analyzer and the radiometer stand-alone software radiance/lis (laboratory information system). Following values/units were reported: (B)(6). The differences are within + - 5mg/l. No reports of death or serious injury have been received related to this event. According to the product risk analysis, the worst case outcome for the patient is wrong treatment of patient because of wrong values in patient result (severity score = serious injury, permanent impairment, irreversible).